Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (125 mcg/ml, 75 mcg/day) via implanted infusion pump. It was reported that the distal catheter was difficult to push over connector. The connector was rotated and a new connector was used from an 8784 kit. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient's age, weight, medical history, and gender were all asked, but unknown and would not be made available. The patient's status was alive - no injury. 2025-oct-02 e1 (for, hcp, rep): additional information was received from a foreign healthcare provider via a company representative. The issue occurred during the first implant of a pump. Regarding the previous report of the connector was rotated, it was clarified that one part of the catheter went perfectly fine on to the connector, but it was the proximal part of the catheter that had problems with the connection. As such, the healthcare provider switched the sides as they disconnected the proximal part and tried that side of the connector to connect with the distal part but there was no change. The connector that was having connection problems would not be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_pump; serial# unknown. Product type: pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.